Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had an increase in pace impedances. At implant, impedances were 1576 ohms and now, the values had risen to greater than 2000 ohms. The existing pacemaker and this ra lead were reprogrammed and remain in service. The patient is expected to be monitored. No adverse patient effects were reported.